Event description:
It was reported that a preloaded multifocal toric intraocular lens (iol) was explanted from the patient's right eye due to a refractive surprise, resulting in a hyperopic outcome in a highly myopic patient. The device was replaced with a puresee lens of different diopter power. No further information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between may 4, 2026 and may 18, 2026. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.